Event description:
It was reported that the patient presented to a implantable cardioverter defibrillator implant procedure. During the procedure, it was found that the novel left ventricular lead was obstructed upon placement. The lead was not used and the procedure was completed on (B)(6) 2023. The patient was stable.